Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No weak battery alarm and no unexpected off no power alarm noted. The device was received with cracked case display window corners, cracked reservoir tube lip, and scratched reservoir tube window.

Event description:
It was reported that the insulin pump received a replacement battery the day prior and in the morning it alarmed a no power warning everal times. The blood glucose was 302 mg/dl. The customer stated that his blood glucose levels have been higher than normal and wondered if the device was delivering the right amount of insulin. The customer treated for high blood glucose using the insulin pump and felt okay. He called again to troubleshoot later and the blood glucose reading was 314 mg/dl. The customer treated with a bolus. Advised that since the customer would be on vacation, the device would be replaced. Nothing further reported.